Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. It additionally states that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin exiting the tubing during the fill tubing process despite 30 units being delivered. Reportedly, the customer overfilled the cartridge and did not extract the air from the cartridge prior to inserting the insulin into the cartridge. Tandem technical support assisted the customer with filling a new cartridge and new tubing. The customer's blood glucose was 120 mg/dl.